Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Customer alleged that the pump's basal settings and correction factor may be the cause of the low bg. Customer's husband was in the process of driving the customer to the emergency room, but the customer's blood glucose began increasing due to the customer consuming carbohydrates to address the issue.